Manufacturer narrative:
Additional information: treatment information has since been obtained from customer. Customer was reportedly prescribed diprogenta cream from his family doctor and his skin symptoms have healed. Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor patch and adhesive and no issues were observed. No malfunction or product deficiency was identified. The sharp was no returned, however extended investigation for this complaint was previously completed and reported in the previous submission, therefore no further investigative actions are required. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a skin reaction with the adc freestyle libre 2 sensor. The customer experienced symptoms of allergic reaction, tenderness, and infection at the sensor site and had contact with a healthcare provider who provided unspecified treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a skin reaction with the adc freestyle libre 2 sensor. The customer experienced symptoms of allergic reaction, tenderness, and infection at the sensor site and had contact with a healthcare provider who provided unspecified treatment. No further information was provided. There was no report of death or permanent injury associated with this event.